Event description:
Upon undraping the patient at the conclusion of the case, noticed a small silver colored knob lying on the floor underneath the head of the patient. The surgeon noticed a silver pull knob was missing from the mayfield skull clamp when he began undoing the mayfield head clamp from the patient. The surgeon screwed in the loose silver knob, which allowed him to pull the mayfield clamp loose. Upon further inspection, he was not able to twist the knob back onto the mayfield and a second silver component fell out of the head clamp. The patient was not harmed.